Event description:
It ws reported that the ventilator alarmed for an open safety valve. The patient involvement is unknown. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error, which indicates that safety valve is detected as open without fulfilled opening conditions. The issue was reported based on available information as the technical error may lead to stop of ventilation. Identification of issue has been done by analyzing problem description, service report, device¿s logs and attached photo. The review of attached log files revealed that monitor pressure transducer test and monitoring tests failed. Moreover, technical errors indicating ventilation stopped have been found as well. According to the information provided by the technician, the printed circuit expiratory channel board was detected as faulty and replaced. The software has been updated to version 8.00 as well. This board contains electronics including microprocessor for handling of: all electronic connections to and from the cassette. Printed circuit expiratory channel board is connected to the cassette via printed circuit expiratory channel connector; expiratory valve control (with input from control) and safety valve control (with input from other subsystems). No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/09/2015 corrected manufacture date: 07/06/2005.